Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: stent dislodgement resulting in permanent damage. Device issue: stent dislodgement. It was reported that the stent delivery system (sds) became stuck in front of the lesion, when an attempt was made to direct stent. Upon removal of the sds from the vessel, the stent dislodged from the balloon. The sds was inserted again until the balloon was half lying in the xience stent, then inflated up to 2 atm. The entire sds, with the stent, was attempted to be withdrawn from the coronary system; however, the stent was then lost in the aorta. Another company's stent was implanted as a substitute. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that the inability to cross a lesion can be affected by numerous factors. Stent dislodgement can be influenced by inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent, and interaction with the lesion, accessory devices, and/or previously implanted stents. The instructions for use states, pre-dilate the lesion with a ptca catheter. The failure to cross and stent dislodgement appear to be related to the attempted direct stenting of the lesion; however, a conclusive root cause cannot be determined.